Event description:
A compliance officer reported that a patient experienced halos and glare following intraocular lens (iol) implant surgery. A yag laser procedure was performed. Then about three months after implant surgery, the iol was exchanged. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 03/16/2009.